Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance. Additional information indicated that the cause was undetermined and will continue to monitor the patient. The system remains in service. No adverse patient effects were reported.